Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2013, and obtained the following information: the patient tests between 10-12 times a day and manages her diabetes with humalog insulin (based on her food intake and blood glucose reading with the subject meter). On (B)(6) 2013, (at 11:45am) the patient indicated she obtained a reading of ¿404mg/dl¿ with the subject meter. In response to her reported reading, the patient indicated she administered 10 units of humalog insulin and subsequently 15 minutes later, she developed symptoms of sweating and shaking (symptoms associated with low blood glucose). The patient corrected and clarified she immediately retested her blood glucose with the subject meter, obtained a result of ¿66mg/dl¿, and drank orange juice as treatment. The patient indicated her reported symptoms continued on for an hour, at which time she continued to consume food as self-treatment until her symptoms improved. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.